Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrocardiogram, non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead of the implantable cardioverter defibrillator was noticed. The device was reprogrammed. The patient would continue to be monitored remotely.